Manufacturer narrative:
Impact of current smoking on 2-year clinical outcomes between durable-polymer-coated stents and biodegradable-polymer-coated stents in acute myocardial infarction after successful percutaneous coronary intervention: data from the kamir https://doi.org/10.1371/journal.pone.0205046. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that resolute integrity rx drug eluting stents were used as part of the study in a selection of the patient population. Treated vessels included the lad, lcx, rca and left main. Adverse events reported included all cause death, cardiac death, mi, tlr, tvr and stent thrombosis (probable or definite).